Event description:
A surgeon reported that following insertion of an intraocular lens (iol), it was noted the lens entered the eye upside down. The lens was repositioned. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 05/11/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).